Event description:
This patient had three vein grafts anastomosed with aortic connectors (acn-363-06,-07). It was reported one graft had "severe" stenosis, one graft had 40% stenosis, and one graft was patent. Pci was performed; however, it is unknown if reintervention was performed on all of the vein grafts. It was also reported the implant procedure occurred without incident and the antiplatelet regime the surgeon prescribed was "not consistent"; however, all of his patients were on aspirin. Additional information was unable to be provided by the hospital; however, information has been requested for the surgeon.